Event description:
The customer reported the ac power module is down, connector pulled out and wires broke. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reported the ac power module is down, connector pulled out and wires broke. There was no reported patient involvement. The ac power module was replaced and resolved the issue. The ac power module was not available for evaluation. We will consider this a malfunction of the ac power module where the connector pulled out and wires broke.